Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The patient felt sick and fainted, she was at home and the assistance of a second person was required in order to check her glucose value which was at 600 mg/dl. To solve the issue some insulin was given to the patient with a pen and she started to feel better.